Event description:
Pt expired due to edge of rod making a hole in the aorta. Cause of death confirmed at autopsy. Office of chief coroner looking into this event at this later date upon request of the family. Physician recognized at time of surgery that a sharp edge was on the rod after cutting, and placed soft tissue over rod at time of index surgery for fracture. Hardware was removed during operative procedure to repair the aorta.